Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that they had poor coupling with recharging. It was reported that the implant stopped working about 6-7 months ago. The patient reported that they have been having problem since they had the implant put in. The patient reported that they have ¿never charged the whole thing (ins)¿ and sometimes they charged a quarter. The patient reported that they were seeing the thermometer screen on the recharger and the implant doesn¿t charge at all. The patient reported that the back pain was killing her and it¿s always 24/7 because they have a herniated disc, scoliosis and something else that was not clarified. The patient reported that about 6 months after they got the implant, they met with the manufacturer representative who charged the implant only ¾ with their system. The representative checked the patient recharger and said it was fine and there was nothing wrong with it. The patient reported that since the implant doesn¿t charge, there could be something wrong with the implant. The patient reported that they have not charge the battery 6-8 months and suspect an overdischarge. The patient reported that 6 months ago, they noticed that the recharger was not charging the implant. The patient reported that they saw a picture on the patient programmer that shows to charge the implant now. During the report when the patient attempted to charge, they had zero coupling bars. And was referring to not being able to charge. The patient was walked through antenna locate and the patient got 8 coupling bars during the report. The patient was reviewed to charge 25% and then turn therapy back on. The patient was reviewed the importance of antenna placement. A replacement antenna was requested.